Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 5 and 6) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and was not outside of the labeled operating altitude range. A new cartridge was loaded resolving the alarms. Customer's blood glucose level was 463 mg/dl.